Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the initial reporter indicated the endowrist one vessel sealer instrument did not properly seal the inferior mesenteric artery (ima). According to the initial reporter, the patient began to bleed and lost a lot of blood after the surgeon thought that the endowrist one vessel sealer instrument had sealed the ima and he proceeded to use the instrument to cut the vessel. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter who was present during the surgical procedure and obtained additional information regarding the reported event. The initial reporter stated that the surgeon was able to use the endowrist vessel sealer instrument during the surgical procedure and prior to when the event occurred without any issues. While sealing the ima with the instrument, the initial reporter indicated that he saw tissue effect and heard the da vinci system generate an audible tone indicating that sealing was complete. The sealing time appeared to be normal and no system errors were reported when the event occurred. After attempting to seal, the surgeon proceeded to cut the ima with the endowrist one vessel sealer instrument. At that point, the ima began to bleed and the patient lost approximately 600-700 cc of blood. No blood transfusions were administered. The surgeon was able to seal the ima with a fenestrated bipolar forceps instrument and the da vinci sigmoid colectomy procedure was completed. No post-operative complications have been reported. The initial reporter indicated that the site has already discarded the endowrist one vessel sealer instrument.

Manufacturer narrative:
According to the initial reporter, the instrument was discarded by the site and will not be returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: according to the initial reporter, the endowrist one vessel sealer instrument did not seal a vessel properly and the patient lost 600-700 cc of blood.